Manufacturer narrative:
Concomitant medical products: 5072-52, lead. Implanted: (B)(6) 2007; 5071-53, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was responsible for oversensing and noise observed during lead impedance testing. No action was taken and the device remains in use. No patient complications have been reported as a result of this event.